Event description:
Swelling in the knee [joint swelling]. Knee pain [arthralgia]. Leg started getting achy [pain in extremity]. Cannot bear weight on her left leg [weight bearing difficulty]. Left knee discomfort/ tightening of knee [musculoskeletal discomfort]. Isn't helping [device ineffective]. Joint effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a (B)(6) female pt with osteoarthritis (left knee patella femoral osteoarthritis). The pt's medical history was significant for previous use with synvisc one ((B)(6) 2012). On (B)(6) 2012, the pt initiated treatment with synvisc one (hylan g-f 20) (route and dosage regimen not provided). The lot number of synvisc one was not provided. On an unspecified date in (B)(6) 2012, the pt developed left knee discomfort. On (B)(6) 2012, the pt's leg started getting achy. On (B)(6) 2012, it was reported that the pt was not able to bear weight on her left leg. The action taken with synvisc one treatment was not provided. The outcome for all the events was not provided. Relevant concomitant medications were not provided. The intensity for the events of left knee discomfort, leg started getting achy and cannot bear weight on her left leg was not provided. F/u info was received on (B)(6) 2012 in the form of qa (quality assurance) investigation results. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. F/u info was received on (B)(6) 2012 from the pt regarding drug info, clinical course and treatment medications which upgraded the case to serious. On an unspecified date in (B)(6) 2012, it was reported that the pt's last shot was not helping and pt developed knee swelling and knee pain after receiving synvisc one. On (B)(6) 2012, 40 cc of fluid was aspirated from the knee and pt was administered a steroid injection. On an unspecified date in (B)(6) 2012, the pt received oral steroid antibiotic. On an unspecified date in (B)(6) 2012, treatment with oral steroid/ antibiotic was complete. It was reported that the pt developed tightening and swelling in the knee. The outcome for the events of swelling in the knee, knee pain and joint effusion was not provided. The intensity for the events of swelling in the knee, knee pain and joint effusion was not provided.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by this report. Eval summary: the product lot number was not provided, therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review was not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.